Event description:
It was reported to philips that the device experienced a failure during operational testing. Upon further clarification, it was determined to be an etco2 test failure. There was no patient involvement. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the etco2 module needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a failure during operational testing. There was no patient involvement.